Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the low placement could not be determined with the limited information available. In addition, pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, second valve (valve in valve) was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too low resulting in severe paravalvular leak (pvl). A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.